Event description:
It was reported by the patient's caregiver that the patient developed an infection and abscess at the pod¿s insertion site (abdomen) while wearing the device between 49 and 71 hours. It was reported the infusion site to be red, painful and warm to touch, as well as have purulent drainage and swelling, the patient was taken to the emergency room (ER) on (B)(6) 2025 and diagnosed with a generic infection. The patient was treated with flucloxacillin antibiotic. The caregiver reported that occasionally they allow the pod's adhesive to ¿air out¿ for 30¿60 minutes after removing adhesive backing, to reduce adhesive harshness. The patient was advised to utilize manual injections while the pod site healed. The emergency room visit was 30 minutes long.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.